Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and battery out limit. The blood glucose at the time of the incident was unknown. Customer stated that the pump alarmed batt out limit so she changed the battery and cleared the alarm. The device was returned for analysis.

Manufacturer narrative:
Unit received no button response due to corroded keypad traces. No button error alarm. Unable to verify battery out limit alarm due to no button response. Unable to perform displacement test, operating currents, selftest and off no power due to no button response. Unit received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.